Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had high blood glucose level of approximately 600-700 mg/dl which she tried to teat by a correction bolus with pump and drinking water. Subsequently, she was hospitalized as she experienced diabetic ketoacidosis due to infusion set cannula being bent, which was noticed upon removal. The infusion had been used for less than two days. During hospitalization, she received fluids intravenously (drug name unknown) and insulin by manual injection as corrective treatment, which resolved the issue after a few days. Reportedly, she was hospitalized in intensive care unit for about a week and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.